Manufacturer narrative:
Date of report received: 07 jun 2019. MFR received date: 26 may 2019. Philips field service engineer (fse) confirmed navigation (nav) ring failure. Philips field service engineer (fse) replaced the front bezel. The device successfully passed all testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The unit has a faulty nav-ring. There was no patient involvement.